Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer planned to use injections as backup insulin therapy.